Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of over 500 mg/dl. Customer was treating high blood glucose with bolus delivery, change set and manual injection. Customer was upset, declined troubleshooting, and hung up the phone.